Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effect was caused by or related to the design, manufacture or labeling of the device. The other supera referenced is filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion in a calcified distal popliteal artery. Two supera stents, one 4.0x100mm and one 5.0x40mm, were implanted and the patient was placed on dual anti-platelet therapy (dapt). One day later, the patient presented with no pulse in the leg. Thrombosis was confirmed in both stents by angiography. Medication was given to treat the thrombosis. Thrombosis occurred a second time, which was not treated, and the patient was discharged on dapt. No adverse patient sequela occurred. No additional information was provided.